Event description:
During evaluation, the pump's batteries were found to be leaking. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.